Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise which was oversensed and resulted in intermittent pacing inhibition. The lead was surgically abandoned and successfully replaced. No additional adverse patient effects were reported.